Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported a battery out limit alarm. The customer also reported being hospitalized due to user error of the insulin pump. Unk whether or not the hospitalization was due to high or low blood glucose levels. Nothing further was reported.